Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed to open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 in the auxiliary unit had failed to open. A field service engineer discovered that the solenoid had failed to actuate, initiated the drawer opening procedure, eliminated the possibility of a controller board failure, and checked the solenoid power connector. A field service engineer found that one of the pins was loose in the connector, secured the pins, tested the connection, and the customer was able to recover the drawer. The system functioned as intended after the field service engineer repaired the device.